Manufacturer narrative:
Further investigations of both samples determined the following: for sample ID (B)(6), an interfering factor leading to a falsely elevated ft3 results could be confirmed. For sample ID (B)(6) and interfering factor against the streptavidin component of the ft3 assay was found. Furthermore, the different ft3 values generated with the different analyzers from roche diagnostics are likely caused by different physical reaction conditions of the ft3 assay and the effect thereof on the interfering factor. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received questionable results for two patient samples tested with elecsys ft3 iii on multiple roche analyzers. The analyzers involved include two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. One of the samples (sample ID (B)(6)) also had discrepant results for the elecsys ft4 iii assay. The results measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. Questionable values are highlighted in yellow. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2021. The samples were repeated on a siemens centaur analyzer. The samples were also provided for investigation, where testing took place on an e 411 analyzer and an e 602 analyzer on (B)(6) 2021. Investigation testing also took place on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of 31-aug-2021 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer.